Manufacturer narrative:
An event of patient death, cardiac arrest, and possible device embolism was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, an atrial septal defect (asd) closure procedure was performed in (B)(6) old girl. The defect was sized by trans-esophageal-echocardiography (tee) at 14mm, then at 18mm with a sizing balloon. An amplatzer asd 18mm occluder was selected and implanted in the patient without difficulty. The stability test was done before release. When the procedure was finished the operator evaluated the device position by tee, and also on the evening of the same day, and the day after. The patient was discharged to home on friday, (B)(6) in stable condition. On sunday, (B)(6) the patient complained of chest pain. Her parents contacted the pediatrician and paramedics arrived at her home within 30 minutes. Upon arrival the child went into cardiac arrest and underwent cardiopulmonary resuscitation (CPR) for one-hour. However, she could not be recovered and passed away.